Event description:
When the staff counted the x-ray detectable sponges in the custom total hip pack, there were 9 instead of 10. An incorrect numbers of sponges can contribute to incorrect counts and retained sponges.